Event description:
Device 2 of 3. Ref MFR report#: 1627487-2013-25007 and 1627487-2013-25009.it was reported since implant, the patient has been experiencing uncomfortable pocket heating while charging. The patient has also been receiving ineffective stimulation. It was also reported the patient has not used or maintained the scs system as recommended due to the stimulation issue. The patient plans to undergo surgical intervention after an unrelated health issue is resolved. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events were expected.

Manufacturer narrative:
This chapter model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.